Event description:
Reporter stated, the product slips with the pt in the holder. No injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.